Event description:
It was reported that the bd luer-lok¿ syringe with the bd safetyglide¿ needle had issues with the needle and syringe separating and allowing the dtap-ipv vaccine to leak out. The following information was provided by the initial reporter: "client was in for the immunizations. During the administration of dtap-ipv, the syringe separated from the hub of the needle and vaccine leaked out."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: hypodermic single lumen needle. Medical device type: fmi. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987 (syringe). PMA / 510(k)#: k951254 (needle). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305904 and lot number 1076335. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.